Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl. Technical support provided assistance to reset the pump, and the malfunction code did not recur after resetting. The customer was able to continue using the pump, and instructions were given to recontact technical support if the malfunction code appeared again.